Event description:
A report was received that a patient underwent a pocket revision due to pain at the pocket site. The patient's ipg was moved to a more comfortable location. The patient is reportedly doing well following the procedure.